Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib, mark, onsite, lightsouce is turning off in the middle of the surgery happened to multiple light cords, po# sjc0013950. [Update - light source flickered to the point of failure to where it interrupted the case. There was full loss of light, but it flickered so much, to tell time of how long it was off is almost impossible. Delay was due to light flickering and while waiting for a replacement light source, which was used to complete the procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad reed switch on the safe light cable, not fully seated safe light cable and/or bad mainboard. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.